Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh and ob tape manufactured by mentor was implanted. The patient underwent mesh implantation in order to treat cystocele, rectocele, enterocele, vaginal vault prolapse and detrusor instability. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary and bowel problems. It was reported that patient underwent cystoscopy, rectocele repair and mesh excision on (B)(6) 2012 due to exposed vaginal mesh. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced chronic pelvic pain, vaginal area pain, chronic urinary tract infections, dyspareunia, abdominal pain, mesh exposure, urinary urgency, recurrence prolapse, hematuria, cystitis, vaginitis, nocturia, urge incontinence, occasional urinary leakage, discomfort and recurrent sui. It was reported that patient underwent mesh excision on (B)(6) 2012 by dr. (B)(6). It was reported that patient concurrently underwent sacrospinous vaginal vault suspension and perineoplasty.